Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer' blood glucose level was 596 mg/dl. The customer was treated with a bolus. The customer was advise to change the entire infusion set system as soon as possible. The customer was advised to return the infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.